Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-may-2023. H6: investigation summary: total 9 samples received as 8 unused and 1 was used. It was reported by the customer that tubing was easily separated from the drip chamber and the lure lock connection causing IV to leak. 8 unused samples are not showing any separation issues from drip chamber and luer lock. 1 used sample not showing separation from drip chamber but verified that tubing was easily separated from the lure lock. Further visual inspection shows a lack of solvent on the tubing. The manufacturer was notified of this failure. A device history record review for model 10014881 and lot number 22119316 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After the investigation, the incorrect sequence of operations by the assembler was defined as a possible root cause of separation. A quality alert was generated to reinforce the correct sequence of operations. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated from the drip chamber and luer connection during use, causing hazardous medication to leak out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing easily separates from the drip chamber and the lure lock connection causing IV to leak. This has happened two times on (B)(6) 2023 and (B)(6) 2023 causing hazardous medication spill."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated from the drip chamber and luer connection during use, causing hazardous medication to leak out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing easily separates from the drip chamber and the lure lock connection causing IV to leak. This has happened two times on 4/25/2023 and 4/26/2023 causing hazardous medication spill."